Event description:
The customer reported diluent leak of approximately 10 ml from the coulter lh 750 hematology analyze which was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and goggles and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered split tubing at pinch valve vl48 causing a leak; this tubing provides the path for the differential mixing chamber to drain. The fse replaced the tubing to resolve the issue and repair was verified per established procedures. Failure mode of the leak is attributed to a split in tubing at pinch valve pv48. (B)(4).